Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and no failures were detected. A drop test for intermittent audio was performed and the test passed. A manual "try it" functional test was performed and the audio alert is very low. The receiver case was opened for further evaluation. An internal viaul inspection was performed and the inspection failed. Excessive glue was found on the speaker diaphragm. The speaker was measured for resistance and the resistance was within specification. The reported event of low audio output was confirmed. The root cause was determined to be an assembly error.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver had low audio output. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.